Event description:
It was reported that an ilet user experienced hyperglycemia of unclear cause that triggered a high glucose event. Symptoms included elevated blood glucose. Outcomes included no reported hospitalization or long-term impairment. Troubleshooting and education were completed with the user. Investigation included case review based on user-reported information. Investigation of this case revealed no confirmed device malfunction, and no device component issue was identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.